Event description:
It was reported that patient underwent total hip arthroplasty in 2006. In early 2009, the patient, after a "sudden movement" (not specified), contacted the hospital and the ceramic head was found to have fractured. Patient was revised early 2009 with no further complications.

Manufacturer narrative:
The user facility is outside of the unites states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Fractured component has been forwarded to supplier for evaluation. A follow up report will be forwarded to the FDA upon completion of evaluation.